Event description:
The patient reported she has not used or charged her ipg in approximately 1.5 years. Subsequently, the patient is without stimulation. The patient will attempt to recharge her ipg using her external devices and then follow-up with the sjm representative as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.